Manufacturer narrative:
Device was not returned for investigation. This MDR is being sent as part of a retrospective review for reportability.

Event description:
Info received indicates the pump runs but won't deliver.